Event description:
Initial info received from physician on 13-oct-2009: a female pt was treated with poly-l-lactic acid (sculptra) in 2009, by another physician to fill in the area of the tear through. The treatment left unsightly ridges from overfill and that physician unsuccessfully tried to remove the overfill. The physician reported that the areas were not papules or granulomas, but were areas that had too much poly-l-lactic acid. These areas were very difficult to fill due to the thinness of the tissue there. No further relevant info was reported. Add'l info for sculptra (lot# and expiration date: not provided) from product technical complaint report dated 14-oct-2009, received on 16-oct-2009: sample and lot number not provided. Conclusion: pending.